Manufacturer narrative:
Complaint conclusion: as reported by the open study, six months ((B)(6) 2014) post implantation of a flex stent, the patient experienced severe claudication of the left limb.  Duplex ultrasound follow up was performed and the target vessel was occluded.  The stent was not fractured.  On (B)(6) 2016 the patient had extensive claudication plaquing.  Angiogram was performed on (B)(6) 2016 and showed (B)(6) in-stent restenosis at mid-stent (target lesion) as well as ostium of sfa (non-target lesion).  The target vessel was revascularized at this time due to in-stent restenosis.  The lesion was treated with a non-cordis stent and the procedure was completed successfully.  At the time of the index procedure a single denovo lesion in the femoro-popliteal artery including the entire extent of the superficial femoral artery (sfa) and the proximal portion of the popliteal artery.  There was successfully deployment of the stent. The patient was discharged the next day. The product was not returned for analysis as it remains implanted. Additionally, as the sterile lot number was not available, device history record review could not be performed.  In-stent restenosis is a well-known potential complication for this type of procedural and it listed in the IFU.  In the literature, in-stent stenosis rates from 11% to 39% from 6 to 12 months after the stent placement.  Rates are higher in older patient with more severe atherosclerosis and depended on the type of stenosis treated.  Stenosis in stents are usually treated with intrastent pta or placement of a second stent.  Progression of atherosclerotic disease is known to cause in stent restenosis and does not indicate a device failure.  Intra-arterial stent placement is a treatment of the disease process and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease.  There is no evidence of manufacturing issues that may have contributed to the reported event therefore; no corrective action is required at this time.  There are patient and lesion characteristics that may have contributed to the reported event, specifically the patient medical history of hyperlipidemia and diabetes.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the (B)(6) study, six months ((B)(6) 2014) post implantation of a flex stent, the patient experienced severe claudication of the left limb.  Duplex ultrasound follow up was performed and the target vessel was occluded.  The stent was not fractured.  On (B)(6) 2016 the patient has extensive claudication plaquing.  Angiogram was performed on (B)(6) 2016 and showed 90% in-stent restenosis at mid-stent (target lesion) as well as ostium of sfa (non-target lesion).  The target vessel was revascularized at this time due to in-stent restenosis.  The lesion was treated with a non-cordis stent and the procedure was completed successfully.  At the time of the index procedure a single denovo lesion in the femoro-popliteal artery including the entire extent of the superficial femoral artery (sfa) and the proximal portion of the popliteal artery.  There was successfully deployment of the stent. The patient was discharged the next day.